Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was admitted to the hospital after having had received three inappropriate shocks. Review of the episodes noted t-wave oversensing. The tachy therapy of the s-ICD was programmed off and remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was admitted to the hospital after having had received three inappropriate shocks. Review of the episodes noted t-wave oversensing. The tachy therapy of the s-ICD was programmed off and remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.